Event description:
During a core vitrectomy, associated with a retinal attachment procedure, choroidal balloons formed on the nasal side of the retina; choroidal effusion developed. The physician involved believes that this condition was caused by insufficient intraocular pressure during the procedure. Pressure was delivered to the operative site by a micro surgical system through disposable surgical tubing. The micro surgical system was evaluated and found to be functioning properly. The tubing involved in the procedure was discarded, and was therefore unavailable for evaluation. The facility believes that the tubing could have come from either of the two lots referenced above. The attending physician indicated that the condition, choroidal effusion, corrects itself. The facility has indicated that four similar events have occurred, one of which may have resulted in pt injury.